Event description:
It was reported that 15 minutes after ending a four-hour treatment with a polyflux 170h, the patient experienced chest tightness, asthma and dyspnea. The medical intervention consisted of oxygen inhalation and intravenous dexamethasone (2.5 mg). It was reported approximately 30 minutes after the event, the symptoms improved then "disappeared". No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The actual device was not available; however, photographs of the sample were provided for evaluation. The provided photos did not show the reported event. The pictures showed the top foil with the product label with the lot information. The reported event was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.